Event description:
The event is reported as: the staples did not form correctly during use. No pt injury reported.

Manufacturer narrative:
Sample not received by MFR in time for this report. DHR review did not show issues related to this complaint. Complaint cannot be confirmed since the sample was not available for investigation, however the MFR will continue to monitor and trend relating complaints.